Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the sheath did not split properly. It was not known how hemostasis was achieved. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 183 mg/dl and 37 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.